Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the pump experienced no air in line error code and device runs even when there is air in the line and not connected to a feed bag. There were no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to MFR: 3/27/2026. H3 and h6 codes: updated. The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was not confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed upstream occlusion (uso) sensor calibration. The software was updated and unit reset to standard configuration. The device passed all functional tests.